Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by user, the cardiosave intra-aortic balloon pump (iabp) unit is not switching on. No patient was involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was being reported that during a routine check by the user the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "machine is not getting switched on". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the unit is not switching on because it's "power management pcb" is being suspected to be defective which is required for testing and will be arranged soon. After that the fse had replaced the "power management pcb" - "0670-00-1162" and updated that to d.00 version. After that the fse had performed all the functional tests and verified all the calibrations which were found ok. The unit was tested thoroughly and handed over to customer in working condition. There is no involvement of the patient during this incident.

Event description:
N/a.